Event description:
It was reported that during implant, the left ventricular (lv) lead dislodged. Also it was noticed that the lv lead had been filled with blood, so the physician decided to not use it further because the physician was not sure if the lead would work anymore if entirely filled with blood. The lv lead was not implanted and a new lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed) and there was blood/body fluid on the distal conductor (not obstructed). The analyst commented that by design left heart leads are manufactured with a septum in the tip that will sometimes allow blood ingress.